Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. The cause of the reported pericardial effusion and subsequent death could not be conclusively determined.

Event description:
Related manufacturer reference: 9680001-2017-00058, 3008452825-2017-00181, 2182269-2017-00094, 2182269-2017-00095, 3008452825-2017-00182. During a vt ablation procedure due to a vt storm, a pericardial effusion occurred. It was noted the patient exhibited a pre-existing effusion, likely from the resuscitation attempts the previous day. Mapping was performed in the left ventricle, followed by ablation of the purkinje fibers. After the third ablation, the patient became hypotensive and fluoroscopy and an ultrasound revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. It is unknown if this was a new pericardial effusion or an exacerbation of the pre-existing effusion. The patient expired two days later due to cardiac insufficiency. There were no performance issues with any abbott device.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is 2182269.